Event description:
During first cycle of the procedure, clumping was noted in the module. At the beginning of the second cycle, device alarmed "error code 183" and paused. User corrected alarm by removing and reseating the bowl. Then during the buffy coat phase of the last cycle, a "blood leak" alarm occurred that stopped the procedure. Unable to complete the procedure, MFR determined this was a pt-related issue and gave user instructions for avoiding this problem. MFR came out on 02/05/2010 and completed a performance assurance inspection. On (B) (6) 2010, it happened again with the same pt and blood was noted around the top c-fuge seal. MFR came out and, after diagnostics, determined this was a device malfunction and replaced the unit.